Manufacturer narrative:
(B)(4). Batch # unk. Lot number r40g0p. Manufacture date: 5/15/2018. Expiration date: 4/30/2023. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lots. Additional information was requested and the following was obtained: did the patient receive any preoperative chemotherapy or radiation? Unknown. What anatomical structure was the device fired on? Stomach and jejunum. What color setting was used for each of the three firings? Unknown. Can you please provide more information about how the staple line was checked related to, ¿checked the staple line, it was good¿? No. Was a leak test performed in the initial procedure? If so, what type of leak test was performed and what was the result? Unknown. How was the leak identified? Did the 2nd surgery, and noted leakage. Where was the leak identified? On the anastomotic stoma. Why were three reloads reported (was there a leak identified at all three staple lines)? Unknown. Were any staple formation issues identified? If so, please describe the shape. No. Does the surgeon believe the leak is related to the ethicon device or were there other contributing factors? Yes, related to our reloads. What is the current patient status? Stable and left from hospital.

Event description:
It was reported, leakage after surgery. During the radical gastrectomy for gastric cancer, fired with three sr75 reloads, checked the staple line, it was good. 2 days after surgery, found the anastomotic leakage, did the 2nd surgery, used suture to sew the anastomotic stoma. The patient is stable and in the hospital now.